Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 14, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 3224, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. A visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a foggy visual field. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular a foggy picture. It is still unknown when the event occurred, if it resulted in a delay in the procedure nor if it caused or contributed to an injury to the patient, or was the product was changed out or the surgery completed successfully or if there was a blood loss. Terumo continues an attempt to gain more information regarding this event from the user facility.